Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 179 mg/dl (system 1), 390 mg/dl (system 2) and 173 mg/dl (system 2) . It was reported the patient received the following results within 15 minutes: 463 mg/dl (system 2) and 218 mg/dl (system 2) .